Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, unexpected restart error test, rewind or verify unexpected restart error alarm due to frozen display.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water accidentally and then had a unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer had a surgery that's why customer was at the hospital. Troubleshooting was done for the unexpected restart alarm. Customer was performed self test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.